Event description:
A patient reported blood glucose results of 565 mg/dl and 98 mg/dl with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed and the result fell within specifications.